Manufacturer narrative:
(B)(4). Information was not provided by the contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damage at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was opened and within two to three bites the reposition and reactive jaws error codes were received and the device jaws seemed compromised as the device would not open and close easily. There were no adverse consequences for the patient.